Manufacturer narrative:
Additional information: lot number and device manufacture date provided. The suspect adapter was returned to the manufacturer for analysis. The adapter was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. It was reported by the rep that the connecting part of the frame was worn out and could no longer be used. Replacement of the frame resolved the issue. No further issues were reported. Replaced frame was not returned to manufacturer for analysis, therefore, no findings are possible. Part not returned.

Event description:
A medtronic representative reported that the head frame thread was worn and could no longer support the arm. There was no patient present when this issue was identified.